Event description:
The facility reports the resident was being raised from their bed. Resident was about one to two inches above the bed when the straps that hold the clip broke. The resident did not get hurt.